Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was "high". Customer did not address bg level. Reportedly, the customer had an alternate pump for insulin therapy available.